Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device upgrade, noise was observed. Patient received inappropriate shock during dft testing. The lead remains implanted.